Event description:
It was reported by repair work order that the bed was drifting due to a malfunctioning lift actuator nut. Furthermore, it was found that there was fluid intrusion of the lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.